Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. He stated it was about 75 mg/dl for 3 - 4 hours and then he went to a wedding. Then later in the night he noticed that the blood glucose was rising, up to 460 mg/dl. The customer treated with the insulin pump and manual injections. The drive support cap appeared normal and recessed. The customer found one tiny bubble near the end of the tubing and three bubbles that were separated, and none in the reservoir. The customer was advised to prime them out. Insulin did exit with the manual prime and no leaks were found. The insulin was not expired and the insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent. The time and date were correct and the basal settings and bolus wizard were programmed accurately. The bolus wizard displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test.